Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge and filled it with 280 units of insulin. Since the issue was not initially resolved, tandem technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. Reloading the same cartridge resolved the issue, but it was not confirmed if the caller resumed insulin, as they declined further assistance after making it past the fill tubing step. The case was closed by technical support.